Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch 2032227-2016-34329.

Event description:
The customer reported via telephone call that the blood glucose ran high and that she had air bubbles. The customer was assisted in rewinding and priming the insulin pump. The blood glucose reading was 436 mg/dl and the customer stated it was due to an air bubble in the reservoir. The customer changed out the reservoir and declined troubleshooting for high blood glucose. The customer reported that the insulin was not stored at room temperature and was advised that cold insulin may cause air bubbles when it warms up in the insulin pump, which could result in inaccurate insulin delivery. The reservoir was not returned for analysis.